Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented to dr (B)(6) with possible infection in recent tka of left knee. Dr chose to proceed with an I and d with bearing surface replacement.